Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was vitamin b complex. The patient had a medical history of urinary tract infection, genital bleeding, pelvic discomfort, heart failure, appendectomy, tachycardia, gerd, tobacco user, asthma, cramp in lower abdomen, dysuria, pelvic pain female, dysmenorrhea, appendectomy, tobacco user, asthma, gerd and supraventricular tachycardia. Previously administered products included: macrobid [clarithromycin] for urinary tract infection. The patient had a family history of copd, heart failure, diabetes, skin cancer, breast cancer and copd. As concurrent condition the report mentioned menorrhagia. Concomitant products included multivitamins [vitamins nos], ventolin hfa (salbutamol sulfate), protinex [nutrients nos] and metoprolol. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On an unknown date, the patient started vitamin b complex at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: exam; CT abdomen and pelvis. Indication: emergent gallbladder surgery on wednesday now having a abdominal pain and bloating today. Findings: a complex 2.4 cm ovarian cyst noted. Bilateral tubal ligation wires are identified. Impression: status post cholecystectomy. No acute intraabdominal pathology is identified. There is 2.4 cm complex and probable hemorrhagic right ovarian cyst, but no free fluid in the pelvis. [Hysterosalpingogram] on (B)(6) 2013: findings: the bilateral essure devices appear appropriately positioned. The uterus was filled with contrast with a balloon occluding the cervix and no contrast entered the fallopian tubes at any time. Impression; successful occlusion of the fallopian tubes using the essure device. [Pathology test] on (B)(6) 2020: final diagnosis: uterus, bilateral fallopian tubes: benign proliferative endometrium. Essentially unremarkable fallopian tube, myometrium and cervix. Clinical history: secondary dysmenorrhea. Gross description: the fallopian tubes measures 1.5 cm to 4.5 cm in length x 0.7 cm in diameter. [Ultrasound abdomen] on (B)(6) 2013: examination: right upper quadrat abdominal ultrasound. Indication: abdominal pain. Impression: contractor gallbladder without evidence of cholelithiasis or any secondary sign of cholecystisis. No acute finding a priority dictation was provided to transcription of the orgering clinician. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was bevit vitamin b complex. The patient had a medical history of urinary tract infection, genital bleeding, pelvic discomfort, heart failure, appendectomy, tachycardia, gerd, tobacco user, asthma, cramp in lower abdomen, dysuria, pelvic pain female, dysmenorrhea, appendectomy, tobacco user, asthma, gerd and tachycardia ventricular. Previously administered products included: macrobid [clarithromycin] for urinary tract infection. The patient had a family history of copd, heart failure, diabetes, skin cancer, breast cancer and copd. As concurrent condition the report mentioned menorrhagia. Concomitant products included minerals;multivitamins (minerals nos;vitamins nos), ventolin hfa (salbutamol sulfate), protinex [nutrients nos] and metoprolol. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On an unknown date, the patient started bevit vitamin b complex at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: exam; CT abdomen and pelvis indication: emergent gallbladder surgery on wednesday now having a abdominal pain and bloating today. Findings: a complex 2.4 cm ovarian cyst noted. Bilateral tubal ligation wires are identified. Impression: status post cholecystectomy. No acute intraabdominal pathology is identified. There is 2.4 cm complex and probable hemorrhagic right ovarian cyst, but no free fluid in the pelvis. [Hysterosalpingogram] on (B)(6) 2013: findings : the bilateral essure devices appear appropriately positioned. The uterus was filled with contrast with a balloon occluding the cervix and no contrast entered the fallopian tubes at any time. Impression; successful occlusion of the fallopian tubes using the essure device. [Pathology test] on (B)(6) 2020: final diagnosis; uterus, bilateral fallopian tubes: a. Benign proliferative endometrium b. Essentially unremarkable fallopian tube, myometrium and cervix. Clinical history; secondary dysmenorrhea gross description; the fallopian tubes measures 1.5 cm to 4.5 cm in length x 0.7 cm in diameter [ultrasound abdomen] on (B)(6) 2013: examination: right upper quadrat abdominal ultrasound. Indication: abdominal pain impression: contractor gallbladder without evidence of cholelithiasis or any secondary sign of cholecystisis. No acute finding a priority dictation was provided to transcription of the orgering clinician. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology test added. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.